Manufacturer narrative:
Testing noted in evr19970202 indicates the u11c in the 15v power supply failed inder load. Its expected life has been met, therefore no further investigation is indicated. The exchange conversion pcb was rec'd and tested in the pcba area. Any malfunctions were corrected. If no malfunctions were recorded, the component was discarded. New procedures implemented 24 october 1997 require system-level eval in the elab prior to release to pcba. No further investigation is indicated and the file is closed.

Event description:
The customer alleged that the ventilator went into safety valve open mode with no audio or visual alarm. The co customer support engineer (cse) inspected the device and could not duplicate the alleged even, but did find the 15 volt power supply voltage to be unstable. The co cse replaced the power supply assembly. The ventilator passed the extended self test and performance verification testing. It is not verified that malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.